Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with a blood glucose level of 39 mg/dl at the time of the incident. On (B)(6) 2017 his levels dropped to the 20 mg/dl range, but by the time the paramedics showed up he was at 65-70 mg/dl. The customer ate 3 candy bars to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer feels like the lost sensor errors are the problem.